Manufacturer narrative:
Information references the main component of the system . Other relevant device(s) are: brand name: micra, model #:mc1avr1/ expiration date: 2021-11-28/ serial#: (B)(4), UDI #: (B)(4), dev rtn to MFR? No, device mfg date: 2020-07-08, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), intermittent capture at max outputs were observed post tether-pulling. The leadless ipg was attempted to be snared but the tines were tangled within the snare and another snare was used to eventually remove the leadless ipg from the body. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.